Manufacturer narrative:
The customer used a non-radiometer blood sampler, but since (B)(6) 2020 radiometer's pico70 sampler was used instead. Coincidentally, no more spurious na & ca results was reported. Most likely, the issue at the customer was use of a non-radiometer blood sampler but this can't be confirmed.

Manufacturer narrative:
This incident relates to two other incidents, reported as 3002807968-2019-00056 and 3002807968-2019-00057.

Event description:
According to the complaint, customer samples from a patient were measured on an abl800 flex analyzer with the following results for na+ and ca2+: (B)(6) 2019 / 04:17 (measurement time) / na+: 150 mmol/l / ca2+: 1.42 mmol/l. Results from another abl800 flex analyzer for comparison: (B)(6) 2019 / 04:25 (measurement time) / na+: 139 mmol/l / ca2+: 1.26 mmol/l. Based on the series of measurements, the customer reports the results for na+ and ca2+ as false high. The customer has replaced the reference membrane.